Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that a year after the dental implant and bridge were placed in ada site 7 in the mouth, the implant lost integration in type iii bone. Clinician reports an impacted tooth, an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reports that a year after the dental implant and bridge were placed in ada site 7 in the mouth, the implant lost integration in type iii bone. Clinician reports an impacted tooth, an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).